Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 11/14/2016. Animas received additional information regarding this complaint; the reporter initially contacted animas regarding this complaint on october 13, 2016. Alert date of this complaint has been updated to reflect 10/13/2016..

Manufacturer narrative:
Follow up #2 submitted: 11/15/2016. Further clarification efforts regarding the timing of information received associated with this complaint has resulted in confirmation that the alert date of this complaint was correct as originally reported as 24 october 2016.